Manufacturer narrative:
The device was received for evaluation with the exposed portion of the soft cannula was found to be torn off. The length of the soft cannula was measured to be out of specification at 21.67mm. A leak test was performed, and it was observed that fluid did not pass along the entire fluid path due to the damaged soft cannula. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run. No other damage or defects were found with the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition cannot be conclusively determined. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that their blood glucose (bg) level rose to 23 mmol/l (414 mg/dl) between 5 and 24 hours of wearing the pod. The patient stated there was an apparent under-delivery of insulin that led to very high bg readings overnight. The patient described multiple unsuccessful correction boluses. The pod was removed from their arm, and then insulin was administered via a pen, which resolved the high bg and returned levels to target by morning. The pod adhesive was secure, there was redness and a slight lump at the site without bleeding, and a faint insulin smell was noted upon removal. The device evaluation found the cannula to be damaged.

Manufacturer narrative:
Updated section h2 and h3 for device evaluation

Manufacturer narrative:
B5 was updated

Event description:
The patient reported that their blood glucose (bg) level rose to 23 mmol/l (414 mg/dl) between 5 and 24 hours of wearing the pod. The patient stated there was an apparent under-delivery of insulin that led to very high bg readings overnight. The patient described multiple unsuccessful correction boluses. The pod was removed from their arm, and then insulin was administered via a pen, which resolved the high bg and returned levels to target by morning. The pod adhesive was secure, there was redness and a slight lump at the site without bleeding, and a faint insulin smell was noted upon removal. It was noted the cannula appeared shorter than usual. The device evaluation found the cannula to be damaged.